Event description:
During shift check, the customer reported that the autopulse platform (sn (B)(6) displayed user advisory 45 (not at "home" position after power-on/restart). The customer provided additional information stating that after following the instructions provided by the zoll tech support, they cleared the ua45 advisory message. No patient involvement.

Manufacturer narrative:
The autopulse platform in the complaint will not be returned to zoll for evaluation because after following the instructions provided by zoll tech support, the customer cleared the ua45 advisory message. The root cause of the ua45 error was due to the platform's driveshaft not being at its "home" position. Therefore, service was not required to be performed by zoll. User advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory 45 will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart.